Event description:
As reported by the (B)(6) study, following carotid artery stenting (cas) a patient experienced sudden onset of behavioral change, dysarthria and right hemiparesis that were diagnosed as intracerebral/subarachnoid hemorrhage. Mannitol and support was provided as the treatment for intracerebral/subarachnoid hemorrhage. The patient had partial recovery and at the 30 day follow-up the nih and rankin scores were both 2, up from 0 at baseline. It was reported that the patient was asymptomatic pre-procedure. Cas was performed on a 90% occluded lesion in the proximal left basilar internal carotid artery of 10 mm in length and 5.0mm vessel diameter. The arch I lesion was eccentric. A 5mm angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. An 8x 30 precise pro rx was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite and was discharged on the same day with major adverse events. At the 30 day follow-up the patient exited the study. The patient had residual symptoms of headache and right hemiparesis at discharge. The patient was recommended to transfer and accomplish for evd (extraventricular drain) placement at discharge.

Manufacturer narrative:
Concomitant products: angioguard rx, catalog # 501814rmc, lot # 70612471, 5 french sheath. Concomitant medications: clopidogrel and bivalirudin was given during the procedure. Aspirin was provided pre-procedure. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device

Manufacturer narrative:
Additional information/adjudication minutes received indicated that the committee found: cva ¿ major ipsilateral hemorrhagic procedure-related/device-related-agree. The patient is has a medical history of contralateral right internal carotid artery occlusion with collaterals via the ophthalmic to the right middle cerebral artery, dyslipidemia, arrhythmia, smoking, and hypertension. History of retinal vein thrombosis and chronic headaches was noted. Pre-procedure, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient underwent the index procedure with delivery the angioguard¿ rx ecgw device, pre-stent balloon angioplasty and placement of one precise® pro stent in the left ostial ica. The angioguard¿ rx was retrieved with debris found in the filter. The site reported a 10% final residual stenosis. The procedure was uncomplicated. The patient left catheterization lab with no evidence of hemodynamic instability, chest discomfort, or neurologic instability. Post-procedure, the patient complained of severe headache and further developed right-sided weakness. Per a note, his left pupil was greater than right and did not react to light. A head CT scan was performed revealing a large intraventricular hemorrhage, which appeared to have originated from a large intra-axial bleed in the anterior half of the left basal ganglia with hemorrhagic decompression into the left lateral ventricle, which had now flowed over into the third ventricle, the right lateral ventricle and the fourth ventricle. No obvious mass otherwise. Per neurology consultation note, there was a 2.7 x 4.8 cm left basal ganglia bleed with spread throughout the ventricles. The nih stroke scale score was 14 due to drowsiness, none of loc questions answered, none of loc commands followed, partial facial paresis, inability to resist gravity in the right arm and in the right leg, partial sensory loss, mild to moderate aphasia, and partial neglect. The neurological event form reported step-like onset of neurological deficits listed as behavioral change, dysarthria, and right hemiparesis or hemiplegia that lasted greater than 24 hours and resolved partially, with minor residual deficits. The neurology consultation was performed. Assessment: intracerebral hemorrhage. Recommendation was made to administer mannitol and to transfer the patient to nicu of (B)(6) for probable evd (external ventricular drain). No change to the complaint conclusion.